Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Dr. (B)(6) did a revision of an hg cup with a cemented stryker constrained liner and restoration modular stem. The liner failed due to disassociation and had to be revised. Surgeon pulled out the liner and the cup and took out the restoration modular stem. He put in proximal gmrs with tm cup and zimmer constrained liner.